Event description:
During on-site service, a baxter service technician experienced a low battery alarm on a flo-gard infusion pump. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. A visual inspection, functional testing, and battery testing were performed. During the battery test a low battery alarm was identified. The cause of the condition was determined to be a low battery. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.